Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a chronic total occlusion in the proximal left anterior descending artery. A 3.5 x 18 mm absorb gt1 scaffold was implanted and post-dilated with a 3.5 x 12 mm balloon. The patient was discharged on dual antiplatelet therapy (dapt) of aspirin and ticagrelor. On (B)(6) 2017, the patient was re-admitted with stable angina. Angiography showed 70% stenosis in the segment treated with the absorb. A focal hyperplasia was observed by optical coherence tomography (oct). Pre-dilatation was done, a 3.5 x 20 mm non-abbott drug eluting stent was implanted and post-dilated with a 3.5 x 15 mm non-compliant balloon. The patient was discharged on the same dapt. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. It should be noted that the absorb gt1, instructions for use states: pre-dilate the lesion to match the reference vessel diameter with a percutaneous transluminal coronary angioplasty catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following additional information was received. The initial procedure date was (B)(6) 2016. There was no pre-dilatation done prior to implanting the absorb gt1 scaffold. After post-dilatation, the final angiographic residual stenosis was less than 10%. It was also confirmed that the patient had been compliant with dual antiplatelet therapy (dapt) after the procedure. No additional information was provided.